Manufacturer narrative:
(B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of medical information, it was reported the peritoneal dialysis (pd) patient experienced abdominal pain and was diagnosed with an episode of staphylococcus epidermidis peritonitis infection in december 2012, during which the patient began peritoneal dialysis. The pd rn reported the patient worked out in the oilfields and struggled with aseptic technique. The exact date of the event was not provided. No fluid culture results were provided. No additional information was available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The available information was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient presented with intermittent abdominal pain and a positive culture for the organism staphylococcus epidermis. The patient was diagnosed with peritonitis within the same month of beginning peritoneal dialysis treatment. The patient was treated, not hospitalized and recovered with no further adverse events. The pd nurse also reported that the patient worked in the oil fields and struggled with aseptic technique.